Event description:
It was reported that after a novasure procedure on (B)(6), the physician observed a hole in the array. No patient injury was reported. No hysteroscopy was done to check if no mesh was left inside the cavity. Patient left the hospital without any issues. No other information is available.